Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system and initially believed the device was emitting a beep, which was determined to originate from a different insulin pump; no alerts or alarms were present on the ilet. Symptoms included elevated blood glucose with a reported peak of 343 mg/dl and prolonged time above range. Outcomes included no reported medical intervention, no hospitalization, no back-up therapy, and no ketone testing. Investigation included customer support troubleshooting and user education, including review of notifications and infusion site guidance. Investigation of this case revealed that hyperglycemia resolved after the user replaced a 23-inch, 6 mm infusion set and changed the infusion site, with no noted device malfunction and no observed cannula defect. It was concluded that the event was consistent with hyperglycemia of unclear cause, with resolution following infusion set change and no ilet alerts.